Event description:
There was no temperature reading on the stockert. No warning identified. This was an intra-procedure failure. The catheter was exchanged with a new one and the problem was resolved. No harm came to this patient.